Event description:
3/6/01 - received faxed report of pseudomeningocele in follow-up to a report of unspecified problem, e.g. "Stubborn concerns", communicated through international sales distributors.

Event description:
Supplemental info: pt had a history of mild hypertension. No history of preoperative steriod use. No history of prior surgery. The pt had a 6-year history of sciatica. Just prior to the emergency discectomy, the pt presented with a one-day history of foot drop-pmh and back pain. On 6/1999, the pt underwent an emergency l4/l5 discectomy with application of adcon-l. A person noted that there were "no problems" with the discectomy and that no cerebro spinal fluid leak was present at surgery. The also noted that the foot drop did not resolve. The pt was readmitted 10 days postoperatively with recurrence of leg pain. An MRI performed 11 days later revealed a pseudomeningocele. Three days later, the pt underwent a re-exploration with application of tissel glue. In reference to the event resolution, a person noted that, "the cerebro spinal fluid leak resolved (but co never found a leak, but sprayed lots of tissel in). The foot drop (the indication for the surgery) did not resolve, but this is not adcon's fault."